Event description:
It was reported that the customer's blood glucose was at 37 mg/dl on the morning of this report and had gone up to 500 mg/dl, which she treated with manual injection. Customer stated she dropped the insulin pump and the drive support cap popped off. When her blood glucose was high, she pushed the cap to help bring her blood glucose down while wearing the pump. She declined to troubleshoot for the high or low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.